Event description:
It was reported that when the drill guide bone was placed, the surgeon attempt to insert the drill down the guide and noticed resistance,the surgeon removed the guide to inspect and notice that the style tip of the suture fix curved anchor inserter had broken off inside the drill guide. A back- up device was used to completa the surgery. No patient injury reported.

Manufacturer narrative:
The product was not returned for evaluation. Due to product unavailability, the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences unrelated to manufacture that could compromise product performance or integrity include: 1) incompatible force or torque or leverage applied. 2) change of approach during use. 3) device bent past intended flex conditions. 4) recommended maintenance not performed. Final product met predetermined specifications upon release to distribution.

Manufacturer narrative:
Only a small piece of the suturefix curved suture anchor inserter was returned for evaluation. Visual assessment of the piece confirmed its breakage. The distal shaft of the curved suturefix anchor inserter has broken off inside the drill guide. The condition of the device indicates excessive force was placed on the guide during use resulting in the observed damage and breakage of the suturefix inserter.